Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by power failure. The field service engineer powered off the fridge and battery and powered it back on. Then the station rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a hardware failure, helmer fridge door unable to restore. The customer reported able to get medication from another station and there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.